Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had keypad anomaly and alarmed the critical block and inverse critical block did not add to zero error. The customer's blood glucose level was 111 mg/dl at the time of the incident and his current blood glucose was 124 mg/dl. The customer stated that the numbers on the keypad were ramping on their own and the scroll bar was moving with no input. The customer was assisted in troubleshooting for keypad anomaly as well as for pump error. It was reported that the customer was unable to clear the pump error alarm. He also reported that the time clock had stopped and the insulin pump received occasional flashes. The customer was advised to discontinue use of the insulin pump and to revert to manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. Pump error 15 alarm found in the device history file due to software error.